Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the act and down arrow buttons were unresponsive. The customer's blood glucose was 15.5 mmol/l. There was motor error alarm. The customer was able to complete insulin pump rewind. Customer reported that the drive support cap appeared normal. The troubleshooting was performed for the motor error. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.